Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The pump remains in use supporting the patient. Approximately 5.5 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, minor breakdown of the braided shield was observed near the metal connector and near the terminus of the distal end bend relief. Visual inspection of the underlying wires revealed a breach in the yellow wire insulation at approximately 0.25 inches from the metal connector, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The yellow wire represents one of the two redundant wires that comprise phase 1 of the three phase motor. If the exposed conductors of the compromised yellow wire made contact with the braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported low speed events and pump stoppages captured in the submitted system controller log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2016, it was reported that the patient experienced pump stoppage events at home. Upon arrival at the hospital, a review of the patient's system controller event history noted low flow, low speed operation, driveline disconnected and pump off alarms. The recorded events appeared to occur while the system was operating on the power module and were able to be reproduced in the hospital when the patent was connected to the power module. The patient was placed on an ungrounded power module patient cable and no further alarms occurred. No external damage or kinks were noted on the driveline and manipulation of the external portion of the driveline did not cause any alarms. The patient was asymptomatic at the time of the event. The log file submitted to the manufacturer's technical services department for analysis showed multiple low speed advisories, pump stops, low flow and driveline disconnected alarms which appeared to have occurred while the system was connected to the power module. On (B)(6) 2016, the manufacturer's technical services representatives performed an on-site evaluation of the patient's driveline and found areas of concern a few inches from the distal bend relief. An external driveline replacement was performed. After the repair, no further alarms were observed while the patient was connected to the power module with the use of a regular (grounded) patient cable. No additional information was provided.